Manufacturer narrative:
The review of the manufacturing and sterilization records verified that the lots involved in this event met all pre-release specifications. This investigation was performed in our event# (B)(4) but the sterilization record review was not mentioned in MFR report# 2017233-2017-00672 in error. An explant evaluation was performed and the summary of the evaluation was provided in our event# (B)(4) (MFR report# 2017233-2017-00672). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: infection and surgical conversion.

Event description:
The following information was reported to gore: on (B)(6) 2017, this patient underwent emergency endovascular thoracic treatment for an oesophageal fistula that appeared after a resection of the oesophagus due to an endocarcinoma. The patient was therefore treated with three conformable gore® tag® thoracic endoprostheses (refer to MFR report# 2017233-2017-00672, our event numbers (B)(4)). On (B)(6) 2017, the patient was administered antibiotic therapy as mediastinitis was suspected. The thoracic endoprostheses were believed not to have been affected by the infection. As of (B)(6) 2017, an infection of the endoprostheses was suspected. It was also reported that there was no infection present at the time of or prior to the initial implant. At the time of implant however, a future infection due to the fistula was taken in consideration. A definite cause for the infection could not be confirmed. On (B)(6) 2018, all three conformable gore® tag® thoracic endoprostheses were explanted together with the iliac stent and the palmaz stent due to the suspected infection.